Event description:
Event description this bipolar lead was returned to cpi for an unknown reason. The investigation process did not find any allegation against the lead. The event was created due to the return and analysis of the lead.